Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose and sensor glucose readings following an MRI while wearing the transmitter. As an initial troubleshooting step, customer care advised the user to reinstall the mobile application and perform a sensor re link to restore full data visibility. Review of available data in the data management system identified patterns consistent with calibrations entered using estimated values rather than true fingerstick blood glucose measurements. The user was educated that only fingerstick blood glucose meter values should be used for calibration. The sensor re link was completed successfully, and subsequent monitoring showed that the system was performing within expectations, with sensor glucose trends aligning appropriately with blood glucose values, allowing for expected physiological lag. The user reported improvement and was advised continuing using the system as instructed. Per data management system review, the user continued to use the system with information up to date.